Event description:
International customer reported that a tear was noted in the device after eight days of use. The device was emptied and activated up to three times daily for the first eight days and functioned as intended. The device was exchanged for a new reservoir.

Manufacturer narrative:
Conclusion: the specific details relating to the methods of draining and reactivation of the device are not available. This device functioned as intended for eight days after initial activation. This event occurred as a result of handling outside the control of the manufacturer. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info, derived from the evaluation, will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.